Event description:
It was reported that the patient had an aborted episode. Noise was observed on the lead. Hence, the physician elected to explant the lead. The lead was destroyed during the surgical procedure, and as such, it will not be returned.

Manufacturer narrative:
No medwatch form was received.